Manufacturer narrative:
The device evaluation found that the foreign material could not be identified and the cause of the foreign material remaining could not be identified. Based on the results of the investigation, it is likely that the malfunction occurred because the device was not properly reprocessed due to a crack in the scope body, and water tightness is lost; and, due to deformation of the up/down knob, water tightness is lost. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign objects in the connecting tube. There were no reports of patient involvement.